Event description:
It was reported that the device had a force sensor test failure. Per reporter, it failed to load v1.6.5 software and it went into green screen and could not be fixed via tsm procedures. The steps taken to resolve the issue was reload firmware software, remove battery, and the device discharge fully. The reporter further noted that the pump can download v1.6.5 software but unable to install. The event occurred during tests and at the hospital. There was no patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
B3, d3: correction. H3: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.